Event description:
Reference MFR reports: 1627487-2009-00317 and 1627487-2009-00318. The patient received his scs system consisting of an ipg and 2 leads on (B) (6) 2008. It was reported on (B) (6) 2009 that the patient experienced overstimulation about 5 minutes after he turned on his stimulator. He then reported feeling nauseous, was vomiting, and had headaches. The patient said that when he turns his head he would experience a sudden jolt. The patient also reported that his ipg would not hold a charge as well as before. The physician explanted and replaced the patient's leads and ipg on (B) (6) 2009. Follow-up on the patient found that the patient is receiving stimulation and has had no further issues. The explanting physician noted that the implanting physician had used some type of "braided rope" technique for suturing the leads in place which made them difficult to remove.

Manufacturer narrative:
Device 3 of 3. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead has some compression damage 21 cm from the stimulation end, and instrument marks about 23 and 30.5 cm from stimulation end and 5, 9, and 11.5 cm from terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.